Manufacturer narrative:
Manufacturer ref# pr(B)(4). Summary of investigational findings: an 85-year-old female patient underwent tevar, with zenith tx2-30-120, to treat the saccular aneurysm in the descending aorta. It was reported that an angiography and a tee (transesophageal echocardiography) was performed on the patient. The angiography did not confirm endoleak, but the tee showed the stent graft was migrated into the aneurysm and it was deformed. As the stent on the stent graft became misaligned, which caused the pulsating blood flow into the aneurysm. Echo-free space was observed inside the aneurysm and also there was no spontaneous echo contrast. Touch-up with gore¿s tri-lobe balloon was attempted, but the condition did not change. Because the endoleak was not confirmed with angiography, additional treatment was not performed. Post-procedural CT confirmed the migration but did not confirm endoleak. The patient postoperative condition was good, and the patient was transferred to a different hospital where removal of bile duct stone(s) was performed. It was reported that the patient died from another disease (disease name unknown) and that the aneurysm did not become smaller. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. An angiography was performed on the patient which did not indicate any endoleak, thereafter, a tee was performed and endoleak and migration of the stentgraft was confirmed. It must be assumed that this was during the procedure, based on the information about the attempt to preform touch-up with gore¿s tri-lobe balloon. Based on the available information it is unclear what type of endoleak there was seen on the tee. A post-procedural CT was performed and confirmed the migration of the stentgraft but did not confirm any endoleak. The product was not returned. No images and planning or sizing sheet was provided. Furthermore, no reference to patient anatomy or information about the procedure and deployment of the device was provided. As a result of the migration and subsequent endoleak clinical assessment has been performed and it was concluded that it cannot be determined whether the described migration of the stent graft was the result of a user-related failure or a device performance failure. It was reported that the patient was in good post-procedure condition and transferred to a different hospital. Thereafter, the patient expired from another disease and it is unclear what the patient expired from. Based on the very limited information in this complaint it is impossible to establish a cause of the event. Cook will reopen this complaint if further information is provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction of the previous information received on (B)(6) 2021: ''echo free symptom'' has been rephrased to ''echo-free space'' in the description of event. No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as zenith alpha thoracic. Similar to device marketed under PMA/510(k): p140016. Patient code: (B)(4) no code available for endoleak. Investigation is still in progress.

Event description:
Description of event according to initial reporter: an (B)(6) year-old female patient, who had common bile duct stone(s), underwent stent graft placement with zenith tx2 30-120 (exact rpn unknown) to treat the saccular aneurysm in the descending aorta. Approach was gained from the right fa and left eia under general anesthesia. Angiography did not confirm endoleak, but tee showed the stent graft migrated into the aneurysm and it was deformed (stents/struts of the stent graft became misaligned) which caused the pulsating blood flow into the aneurysm. Echo-free symptom was observed inside the aneurysm and also there was no spontaneous echo contrast. The state did not change even after touch-up with gore¿s trilobe balloon, but because endoleak was not confirmed with angiography, additional treatment was not performed. Post-procedural CT confirmed the migration, but did not confirm endoleak. The patient was transferred to a different hospital because the postoperative patient condition was good. After that, removal of bile duct stone(s) was performed. Until the patient died from another disease (disease name unknown), aneurysm did not become smaller. Patient outcome: according to the statement "until the patient died from another disease (disease name unknown), aneurysm did not become smaller.", the patient expired. However, it also states the patient died from another disease.